Manufacturer narrative:
It was reported that the device had the system volume too small while performing pre use check. The issue was resolved by replacing the air gas module. This information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. The device logs have not been provided for technical evaluation, nor have the replaced part, given this, we cannot identify any root cause to the reported failure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).